Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons did not work when they attempted to bolus. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported having difficulty clearing a calibration error alarm they had received prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.